Event description:
Medication was not coming out of needle [needle issue]. No adverse event. Case narrative: this initial spontaneous report concerns product complaint of needle issue and no adverse event in patient (age, gender and race not reported) from the united states. The patient's age at the time of event experienced was not reported. On (B)(6) 2026 amneal pharmaceuticals received information from licensed practical nurse via a telephone call concerning the above-mentioned product complaint regarding amneal¿s risperidone for extended-release injectable suspension, single-dose vials. On (B)(6) 2026, the patient was being treated with risperidone for extended-release injectable suspension, 50 milligram per vial single dose pack (ndc: 70121-2628-5, and lot number, expiry date, serial number were not reported) for an unknown indication. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. On (B)(6) 2026, while injecting the medication to the patient, the nurse observed that the medication was not coming out of the needle and further stated that she attempted to inject the medication three times. The needle was changed and the complete dose was successfully injected and patient did not experience any side effects. The nurse also confirmed that all instructions provided in the pi regarding administration of the medication were followed. Last action taken with risperidone in relation to needle issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events needle issue and no adverse event was unknown. The reporter did not provide the causality of events needle issue and no adverse event with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.